Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient gave the stimulator a good 4 years to help his pain and then he decided that he did not want it anymore. It did not meet his expectations for pain relief. There were no falls or injuries noted that contributed to the issue. The patient stated they were tired of charging and maintaining the device. The patient had multiple reprogramming meetings with the last session being on (B)(6) 2017. At this session, hd settings were turned on and the patient reported a 50% improvement of pain symptoms. The patient chose to have the ins explanted due to not meeting his expectations for pain relief. The hcp discarded the device. No further complications were reported.